Manufacturer narrative:
(B)(4). Batch #: v95m5p. Investigation summary: the device was received with yielding on the articulation joint. As result of this the jaws could not be opened as the I-blade did not move back or forward. In addition, the jaw was found separated but still attached to the active rod. The device was connected to the generator but due to the condition of device not all functional testing could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that this type of damage can occur after the device undergoes heavy loading. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an unknown procedure the tip of the device became dislodged and broke. The jaw was hanging by the wires. The procedure was completed with a like device with no patient consequences.